Manufacturer narrative:
This issue occurred during the same procedure and the same patient and referenced in MDR report #1721279-2018-00029. The device was received by the manufacturer for evaluation. The device was returned without the proximal coupler and without the duralabel. It appeared to have been cut off. A clear kink/jacket wrinkle was observed about 1/2 inches from the distal tip. An additional kinking/jacket wrinkle was also seen about 1 and 1/2 inches from the distal tip. A minor kink and jacket wrinkle was seen about 2 and 1/4 inches from the bifurcate. Also, another minor jacket wrinkle about 1/8 inch from the bifurcate. When the proximal fibers were held into a light no dead fibers were observed, leading to the conclusion that the kink near the tip did not break laser fibers. This event was determined to be use-related, and not due to a deficiency in the device. The device performed as intended, but was damaged from the force applied during the procedure in combination with patient anatomy. The wrinkles in the jacket and the kinks identified during device evaluation specifically indicate force applied to the device during use.

Event description:
It was reported that during a lead extraction procedure to remove 4 non-functional cardiac leads (2 in rv, 2 in ra), an injury occurred. Reportedly, the left sided active ICD lead was removed successfully and without complication. Next, the right-sided ra lead was to be removed. After several seconds of lasing through the subclavian/innominate area, the tip of the laser sheath began to bend and then buckled. The laser sheath was removed in order to replace it with a new laser sheath. At this point, the blood pressure dropped. A chest tube was placed, which drained 1 unit of blood. The injury reportedly clotted by itself, and did not require repair. The remaining right chest leads were removed, but a lead in the left chest was abandoned. Patient outcome was good.